Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol CAPA (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure, the ureteral flexor had a split on the tip of dilator to feed the wire and there was a seam on the split that broke through and prevented the rapid release technique from working. The patient did not require any additional procedures nor experienced any adverse effects due to this occurrence.